Event description:
It was reported that a smiths medical pump exhibited a reading of "volume out of range (18.4) during testing with no patient involvement.

Event description:
It was reported that the device was out of volume range. No patient injury was reported.